Manufacturer narrative:
Pump was received with unresponsive all the buttons due to corroded keypad traces. Unit was received with minor scratched lcd window, missing lcd window cover and faded serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a damaged display. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.